Event description:
It was reported that a particle was observed in the sterile packaging of a luer lock-to-bag-adapter. The issue was identified before use; during the pre-compounding check prior to opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Received one (1) unopened sample. Unaided eye visual inspection was done under normal room conditions which observed brown foreign matter embedded under a sealed corner area of the primary packaging only. The reported condition was verified. The cause of the condition could not be determined; however, the issue most likely occurred somewhere in the packaging process during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.